Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2023 while reportedly wearing the lifevest. The patient received seven inappropriate treatments. The device was started up at 20:55:11 on (B)(6) 2023. At 23:27:04, an arrhythmia was detected. ECG shows asystole. At 23:28:44, the patient received the first inappropriate treatment. Oversensing of cardiac activity contributed to the false detection. The patient was in a non-life sustaining rhythm at the time of treatment. The rhythm at the time of treatment was asystole with intermittent cardiac activity. Post shock rhythm continued to be in asystole, which is a non-life sustaining rhythm. At 23:29:09, the patient received the second inappropriate treatment. Oversensing of cardiac activity contributed to the false detection. The patient was in a non-life sustaining rhythm at the time of treatment. The rhythm at the time of treatment was asystole. Post shock rhythm continued to be in asystole, which is a non-life sustaining rhythm. At 23:29:35, the patient received the third inappropriate treatment. Oversensing of cardiac activity contributed to the false detection. The patient was in a non-life sustaining rhythm at the time of treatment. The rhythm at the time of treatment was asystole. Post shock rhythm continued to be in asystole, which is a non-life sustaining rhythm. At 23:30:01, the patient received the fourth inappropriate treatment. Oversensing of cardiac activity contributed to the false detection. The patient was in a non-life sustaining rhythm at the time of treatment. The rhythm at the time of treatment was asystole. Post shock rhythm continued to be in asystole, which is a non-life sustaining rhythm. At 23:30:27, the patient received the fifth inappropriate treatment. Oversensing of cardiac activity contributed to the false detection. The patient was in a non-life sustaining rhythm at the time of treatment. The rhythm at the time of treatment was asystole. Post shock rhythm continued to be in asystole, which is a non-life sustaining rhythm. At 23:33:28, an arrhythmia was detected. ECG shows asystole with intermittent cardiac activity and motion artifact. At 23:34:36, the patient received the sixth inappropriate treatment. Oversensing of cardiac activity contributed to the false detection. The patient was in a non-life sustaining rhythm at the time of treatment. The rhythm at the time of treatment was asystole. Post shock rhythm continued to be in asystole, which is a non-life sustaining rhythm, with intermittent cardiac activity and CPR/motion artifact. At 23:35:05, the patient received the seventh inappropriate treatment. Oversensing of cardiac activity contributed to the false detection. The patient was in a non-life sustaining rhythm at the time of treatment. The rhythm at the time of treatment was asystole. Post shock rhythm continued to be in asystole, which is a non-life sustaining rhythm, with intermittent cardiac activity, CPR/motion artifact and electrode lead falloff. The device was shut down at 23:35:38 on (B)(6) 2023.

Manufacturer narrative:
The monitor has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction. The electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction.